Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u4150525rx pta balloon dilatation catheter allegedly experienced balloon rupture. These reports were received from various sources. All three malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.